Event description:
It was reported that the unit was dropped and the display was cracked. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the display was broken. It was further noted that the upper and lower case halves were broken, both bail covers, ring cover and battery drawer were broken, the heart lead flex and heart block were contaminated, the lead flex cover was corroded, the battery contacts were compressed, the ring was missing and the keyboard window was scratched.